Event description:
It was reported that while connecting infusion bag the injector was taken off and needle was exposed during use with a bd phaseal¿ injector luer lock n35c. The following information was provided by the initial reporter, translated from japanese to english: while connecting to a cisplatin infusion bag after the end of etoposide infusion using a priming set at east ward v, the injector was taken off with its needle exposed when being removed from the etoposide bag.

Manufacturer narrative:
The following fields were updated due to additional information:d.10. Device available for eval?: yes.d.10. Returned to manufacturer on: 7/7/2020.h.6. Investigation: one injector connected to a connector and infusion set was provided to our quality team for investigation. Through visual inspection of the product, the piston wings are noted to be damaged and one grip from the safety sleeve is broken off with the one remaining also observed to be damaged. Manufacturing personnel conduct a series of testing and inspections throughout the manufacturing process to verify the quality and functionality of the device. As the lot involved in this incident was unknown, a device history review could not be performed. Based on our investigation and evaluation of the product, it was determined this issue likely occurred as a result of improper deactivation. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. To avoid damage to the safety sleeve grips, the injector must be removed by pulling it straight back and it cannot be forcefully engaged. The instructions for use must be carefully followed when using the phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while connecting infusion bag the injector was taken off and needle was exposed during use with a bd phaseal¿ injector luer lock n35c. The following information was provided by the initial reporter, translated from (B)(6) to english: while connecting to a cisplatin infusion bag after the end of etoposide infusion using a priming set at east ward v, the injector was taken off with its needle exposed when being removed from the etoposide bag.